Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. On the same day as the event onset,the patient was treated with vancomycin injection (1g, intraperitoneal, every 4th day, discontinued), fortum injection (1g, intraperitoneal, once a day, discontinued) and amikacin injection (125 mg, intraperitoneal, once a day, discontinued) for peritonitis. On an unknown date, the patient recovered from the event. Pd therapy was ongoing. It was reported that re-training was done for patient. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.